Manufacturer narrative:
Device analysis report. This report is submitted on march 6, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report.